Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient with this pacemaker experienced fatigue and has not been feeling well since the last adjustment of the battery at the last device checked to extend the patient's battery. Patient has upcoming device check and will follow up with the physician. As of this time, this device remains in service. No adverse patient effects were reported.